Manufacturer narrative:
Section g3: the date sent in the initial report is incorrect. The correct date for this section is 21jul2021. Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed disengagement of the outflow graft c ring during disassembly of the bend relief. Discoloration of the pump cable inline connector was also observed. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The distal approximately 18.5¿¿ of the pump cable was returned attached to the modular cable. The outflow graft and outflow graft bend relied was returned attached to the pump cover outlet port. The apical cuff was returned with the cuff lock properly secured. Examination of the outflow graft hardware revealed disengagement of the outflow graft c ring during disassembly of the bend relief. Examination of the pump cable inline connector bend relief revealed tan discoloration. The pump header and pump end bend relief appeared unremarkable. Visual inspection of the inflow and outflow cannulas did not reveal any laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The lvad event and periodic log files were retrieved from the returned device. Temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended, despite several low flow events. (B)(6) was cleaned, reassembled, and functionally tested on mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook are currently available. The implant kit was shipped with heartmate iii lvas IFU. Steps for attaching the sealed outflow graft to the pump are provided in the surgical procedures section of the IFU. The section on securing the pump and connections states to ensure that the sealed outflow connections are dry and secure and to obtain hemostasis prior to closing all wounds. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The IFU and patient contain information on caring for the driveline. Section ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section also warns that patients should never submerge the driveline in water or liquid. Section ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section of the IFU addresses all pump parameters, including pump flow. Section, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section of the IFU, "alarms and troubleshooting", and section of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after the patient underwent a routine heart transplant the pump was noted to have the outflow graft c ring disengaged from the bend relief during disassembly.